Event description:
It was reported that a patient underwent a laparoscopic urological procedure on (B)(6) 2022 and a suture clip was used. The clip fell off from the jaws during use. Another device was used to complete the case and there were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2022-03796.